Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #:(B)(4). Case subject: pi 8100 error code 242.4030. Account name: (B)(4) memorial hospital. Account #: (B)(4). Asset name: 8100bd pump module v9.33.0.50. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer called reporting error code 242.4030 on their 8100 (sn: (B)(4)). Case resolution: customer stated they noticed internal damage to the bezel assembly. When customer went to replace the bezel, they used a legacy bezel and not a bd branded bezel. Recommended customer install the old bezel, and send in for repair. Transferred customer to repair team for further assistance.